Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was dislodged. The lead was explanted and replaced. Patient is doing well.